Event description:
The customer reported the discharge and charge of defibrillate can not use. We will consider this a failure to defibrillate. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the discharge and charge of defibrillate can not use. We will consider this a failure to defibrillate. No patient involvement was reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.